Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot h305 was reviewed. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h305 shows no trends. Trends were reviewed for complaint categories, tubing leak . No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4) 7/31/2019.

Event description:
The customer called to report a tubing leak that occurred during an ecp treatment. The customer stated they observed a blood leak from the return pump tubing segment just prior to the photoactivation phase of the treatment. No instrument alarms were noted prior to the leak. The treatment was aborted and residual blood within the cellex kit was not returned to the patient. The patient was reported to be in stable condition. Mallinckrodt requested that the complaint product be returned for evaluation; however, the customer indicated the kit had been discarded.